Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. B3: date of event.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported this was an arteriotomy closure of the right common femoral vein using the pre-close technique via a 8fr sheath hole prior to an electrophysiology (ep) procedure. The sutures of two new proglide devices were ultimately successfully pre-placed. The sheath was upsized to an 8.5 and 12fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed device name sutures. No additional information was provided.

Manufacturer narrative:
Date of event: date of event is estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an electrophysiology (ep) procedure. Reportedly, a cuff miss occurred with the proglide device. Back flow was confirmed at negative pressure, however, there was not enough back flow observed. It was determined that the foot may have caught subcutaneous road to cause the incident (device malposition). There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.